Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report..

Event description:
Additional information was received. The customer not longer believes that the pump over delivered.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 14 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was not completed as the customer had to talk to the emergency room nurse. The customer reported a low blood glucose incident and a car accident on (B)(6) 2018 but does not think it was pump related. The customer had another low on (B)(6) 2018. The insulin pump will not be returned for analysis.